Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified below-the-knee vessel. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured with a pinhole leak. The balloon was removed without difficulty using the normal method, and the procedure was completed with a different model balloon catheter. No patient complications were reported as a result of this event.